Manufacturer narrative:
Multiple attempts to obtain additional information have not been successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the sales rep, after implantation, a hakim programmable valve could not be reprogrammed and was revised. There is no report of symptoms or adverse events for the patient. The devices will be returned.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected it was noted that the stator and x ray dot were dislodged as well as a bump mark in the valve casing, therefore, the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification. A bump mark was noted in the valve casing. This is probably due to the valve receiving a hard knock. Corrosion was also noted on the stator and the x ray dot. The cam magnets were controlled per process; and the magnets passed. A review of manufacturing records found no discrepancies when released to stock. The root causes for the dislodged stator and x ray dot could be partly due to the valve receiving a hard knock. The root cause for the bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.